Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device failed pre-test for excessive noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the compact air drive device, it was determined that the motor of the device was worn. It was noted that the motor was worn, and the internal parts were damaged. It was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench, check for excessive noise, check for untrue running, check triggers for forward / reverse mode, and check reverse locking mechanism. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.